Event description:
The user reported the arterial probe separated from the housing. The user also reported the insulation separated and caused wires to be exposed. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.